Event description:
It was reported that stent moved on balloon. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to distal left circumflex artery. A 7f ebu 3.5 non-boston scientific (bsc) guide catheter and a non-bsc guidewire were positioned, pre-dilation was performed with 2.5 x 12 and 3 x 8 nc emerge balloon catheters. A 3.50 x 32 synergy drug-eluting stent was then advanced for treatment. During advancement, the stent failed to cross the lesion even after an attempt to push the stent into position. Considering the patient's safety, it was decided to remove the stent. Removal of the stent was difficult and required multiple attempts. While pulling it out, it was observed that stent struts had moved on the balloon and the stent had become elongated. The entire stent was still removed intact. The physician presumed vessel damage occurred and decided to use a longer 3.5 x 38 non-bsc stent to cover the proximal part of the lesion safer. The procedure was completed with no further patient complications reported.

Event description:
It was reported that stent moved on balloon. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to distal left circumflex artery. A 7f ebu 3.5 non-boston scientific (bsc) guide catheter and a non-bsc guidewire were positioned, pre-dilation was performed with 2.5 x 12 and 3 x 8 nc emerge balloon catheters. A 3.50 x 32 synergy drug-eluting stent was then advanced for treatment. During advancement, the stent failed to cross the lesion even after an attempt to push the stent into position. Considering the patient's safety, it was decided to remove the stent. Removal of the stent was difficult and required multiple attempts. While pulling it out, it was observed that stent struts had moved on the balloon and the stent had become elongated. The entire stent was still removed intact. The physician presumed vessel damage occurred and decided to use a longer 3.5 x 38 non-bsc stent to cover the proximal part of the lesion safer. The procedure was completed with no further patient complications reported.